Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported implant rupture and folds up to 3mm deep. Device remains implanted. This relates to the left side.

Manufacturer narrative:
Additional, corrected and/or changed data: b.1, b.5, d.6b, g.2, h.6.

Event description:
Physician reported implant rupture and folds up to 3mm deep, later healthcare professional reported "implant rupture"; "capsular contracture baker grade ii" confirmed vis MRI and us. Device was explanted and replaced with non abbvie. This relates to the left side.